Manufacturer narrative:
The thermogard xp ivtm system was investigated on 04/13/2016, the investigation results are as follows: during the investigation the temperature probe a was found to be out of specification causing the tcm ID: 05 error message, thus confirming the reported complaint. The temperature probe a, which is an internal temperature probe that measures the glycol temperature was replace to remedy the reported event. Temperature probe a is measured with the pic 16 pcb (processor board), which controls the cooling engine functions. This was also replaced to remedy the error. In summary, the reported complaint was confirmed. After the repair service, the device was tested within specification and passed final functional testing.

Event description:
During patient use, it was reported that the thermogard ivtm console displayed a tcmid: 05 (coolant failure) error message. The user was unable to clear the error. The alarm (error) occurred once during cool down and twice while holding goal temperature; no alarms were reported during rewarming. Following the event, it was reported that the ivtm temperature management therapy was discontinued and another unspecified device was used to cool the patient. The reporter indicated there was no delay in treatment and no patient harm occurred as a result of the reported issue. No additional information was provided.